Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: no autopsy report or death certificate was received for review. No device malfunction has been alleged. According to the treating physician, the patient's death had no relation to the use of the 14fr cook sheath. The physician stated: " as requested, we inform that the hemorrhagic complication that occurred during the mitraclip procedure (performed in hcor) was probably related to the anatomical characteristics of the patient (vascular tortuosity). This intercurrence has no relation to the cook 14f introducer that was used." Investigation - evaluation : the device was not returned to assist with the complaint investigation. Due to the lack of product and lot number, a review of the device history record and complaint search could not be performed. Although product and lot number were not provided, it was determined that the 14.0fr cook introducer that was used in this case is most likely from the performer introducer product line, as this device is more commonly used for a procedure of this nature and is one of the only devices of this size manufactured by cook. As such, this investigation was based on the 14.0fr performer introducer. A review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted based on the aforementioned 14.0fr performer introducer during the investigation. In place of a device failure analysis, original design history file testing was referenced which showed that the device meets the appropriate specifications and standards. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be traced to the device, but rather to the patient condition. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Per the initial reporter, the device will not be returned. Concomitant devices: st. Jude medical puncture kit, abbott mitraclip steerable guide catheter (sgc) and clip delivery system (cds). Other=other manufacturer (abbott). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A report was received from abbott research, concerning an adverse event which occurred during a mitraclip procedure involving a (B)(6) male patient. This procedure utilized an abbott mitraclip steerable guide catheter (sgc), a clip delivery system (cds), and a cook sheath. According to abbott's report, the venous puncture was performed using a cook 14 french sheath (lot and reference product number was not provided), and the transseptal puncture was started using a puncture kit from another manufacturer. After forty minutes of trying to perform the transseptal puncture, it was noted that the patient was pale and hypotensive; a dissection was then noted in the femoral vein. Compression was applied and a vascular surgeon was requested to go to the procedure room; however, the patient had a cardiorespiratory arrest that led to death. The mitraclip devices (sgc and cds) were not used. Additional information regarding course of events, from insertion of the complaint device to patient death, has been requested not yet provided. Medical records, operative notes, and product details have been requested; however, are not available at this time. The product will not be returned to the manufacturer for investigation.